Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the power button is jammed" was caused by the power switch was old and stuck temporarily although it was still turned on. The event can be detected/prevented by following the instructions for use which state: the following is described in the instruction manual as to the installation of non-olympus products. [Warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source power switch can't be pushed. The power button was jammed. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to olympus, and the reported phenomenon was confirmed. In addition, minor cosmetic wear and tear was found on the housing, and a non-olympus lamp / bulb with over 400 hours was found. The lamp was intermittently lighting and sometimes failed, which then generated an e102 error and the spare lamp turned on. The device was repaired and passed all functional tests. E2 was inadvertently selected on this report. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.